Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-oct-2018 with the following findings: during investigation, the pump was run for 12 hours with no issues. The battery cap was tightened and loosened by a half turn causing a power reset. Debris was observed on the contact of the battery cap causing intermittent power. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.